Event description:
It was reported that during a ptci procedure in a distal lad lesion, a pixel was placed successfully in the anastomosis between an svg and the lad. This pixel was then advanced in an intention to treat a lesion distal to the first stent. The 8 mm pixel would not successfully pass through the first stent and the system was pulled back to reposition. It was the noted that the stent was no longer on the balloon. A snare device was used to retrieve the stent from the coronary. The original lesion was left as ptca only.